Event description:
It was reported that during a procedure, the tip of the inserter was fractured during use. The surgeon noticed the above incident before the wound closure, and the fractured piece of inserter couldn't be found; therefore, it is suspected there is a possibility that the fractured piece of inserter remains in the patient's body. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 attempts have been made to gather product ID information and no further info is available visual examination of the returned product identified the device was returned without the needle assembly and foam insert with tab. The luer cap was attached to the device as well. The support sleeve has cracked down two sides. The distal tip of the juggerknot has also fractured. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.